Event description:
It was reported that the r wave amplitude decreased since implant the previous day. At implant it measured 5 mv and the next day it measured 2.9 mv. The right ventricular (rv) lead capture threshold had improved slightly and the impedance had not changed. It was noted that there was a large current of injury at implant but that the caller thought it had subsided by the time the measurement was obtained. Follow up was obtained that indicated that several weeks post implant the r waves have increased and are currently at 15.9 mv. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 5076 implantable pacing lead (B)(6) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.